Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging an unknown issue with the onetouch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient alleged that the issue began on an unspecified date and time in (B) (6) 2010. The patient manages her diabetes with an insulin pump; however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. The patient claimed a day after the alleged issue occurred, she experienced symptoms of headache, rapid heartbeat, thirst, frequent urination, and felt tired. On an unspecified date and time, the patient claimed she administered self-treatment by increasing her humalog insulin. The patient indicated she tested her blood glucose on another device, however, does not recall what her result was. At the time of troubleshooting, the cca noted that the patient was able to perform a successful blood glucose test during the call. In addition, the cca noted that the test strips were expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.